Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the handle was stiff and could not be squeezed at the third firing and the device did not fire. The procedure was completed with another device. There was no patient injury.